Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during an orthopedic procedure on (B)(6) 2023, the screwdrivers were oversized and did not fit the screws. The implant screw arrived with a damaged thread. This report is for one (1) x25 final tightener this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that x25 final tightener was found stripped from the tip. A dimensional inspection was performed for the device and met specifications, this condition of stripped from the tip can be contributed to the unable to assemble with the mating device. Potential cause can be attributed to unintended use error, this type of damage is likely due to repeated slightly off-axis assembly. Properly handling and attention to the approved use of the device diminishes the risk of failure. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: mmsi final tightener for torque wrench assembly, dwg-2797-12-600, rev. J current / rev. H manufactured. H4, h6 dimensional inspection: drawing: dwg-2797-12-600, rev. H feature: tip diameter specification: 3.724 +/-0.15 mm measured dimension: 3.73 mm device used: mitutoyo digimatic caliper a20276546 ID# cd78620 a review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number gm5755520 was released in one batch. Batch1: lot units were released on 06 dec 2021 with no discrepancies. Supplier: depuy : seabrook medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.